Manufacturer narrative:
The failure of no audio was isolated to the main pcb. The mfg facility site has previously initiated a corrective and preventative action associated with the confirmed failure.

Event description:
Covidien/formerly tyco healthcare received a report from a european service center that the unit did not provide an audio tone. During the evaluation of the unit on 12/14/07, the failure of no audio was identified. There was no pt harm reported.